Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the event description the valve is not clicking or able to be reprogrammed. Reportedly the valve was adjusted to setting that the patient needed before implanting it. The valve worked fine when it was in the packaging but now that it is implanted in the patient it won't click and therefore, unable to be reprogrammed. Reportedly the patient will undergo a revision procedure but has yet to be scheduled. Additional information has been requested but not yet provided.

Manufacturer narrative:
The adverse event is filed under aic reference (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.